Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Angina is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.5x28mm xience alpine stent was implanted on (B)(6) 2016. On (B)(6) 2016 the patient was re-admitted with cardiovascular symptoms and chest pain. It is unknown what treatment was performed. The patient was discharged. No additional information was provided.